Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing and hv therapy for supraventricular tachycardia. Programming changes were recommended. Patient was stable.